Event description:
Customer reported that the skull clamp was involved in an incident while in contact with a patient during which the patient sustained an injury. Additional information has been requested.